Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was treated by paramedics due to hypoglycemia and unconsciousness as a result of being unable to test her blood glucose levels with the accu-chek guide blood glucose monitor. When the patient attempted to perform a measurement during the night, the blood glucose monitor provided an error message e-14 (electronic error). The blood glucose monitor was restarted and showed the e-7 error. The patient felt hyperglycemia symptoms, so she applied a correction without being able to measure her blood glucose levels. In the morning, the patient suffered a hypoglycemia, and her father found the patient unconscious. They tried to feed the patient with honey, but she was unresponsive. The patient's father called the paramedics and they administered glucose intravenously. The paramedics measured the patient's blood glucose with their own meter, and the result was 20 mg/dl. With the glucose administered the patient quickly improved, so she was not admitted to the hospital.